Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review; analysis of images. The complaint for delivery system and/or guidewire pushed into the ventricular wall was confirmed with objective evidence based on imaging observations, procedural notes, and follow up discussion with the edward's field team. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Available information suggests that the guidewire interaction during evoque tricuspid valve implantation was the primary cause of the right ventricular (rv) injury. Imaging review and intra-procedural observations show that the stiff section of the safari wire was positioned near the rv apex, and wire pressure increased during the final ventricular expansion stage. During wire placement, it was noted that the placement was smooth and the wire check was not performed due to the smooth placement of the wire. However, it was noted that transgastric view was utilized on echo for this step and the probe positioning partially was blocking view of apex on fluoro. After the delivery system crossed the annulus, the safari wire showed interaction with rv anatomy and signs of deformation. The distal curl moved more ventricular forming a more oval shape with the larger diameter pointing to the ventricle and atrium while the stiff section remained near the rv apex under pressure. The wire was retracted slightly, and the team paused to optimize imaging. It was noted that the physician was comfortable with the observed wire pressure on the ventricle. During deployment, the nose cone likely caught onto a moderator band or papillary muscle, prompting retraction of the nose cone and about 1 cm of wire. No additional wire push was applied, but existing wire pressure was maintained during anchor verification. When imaging returned to the transgastric view, tamponade was noted, suggesting that the wire pressure throughout the procedure contributed to rv injury. Fluoroscopy and transesophageal echocardiography (tee) images confirm that the safari wire was likely interacting with rv anatomy and later observed across the rv apical wall into the pericardial space. Imaging also showed wire deformation and forward advancement of the stiff segment during ventricular expansion, coinciding with an increase in pericardial effusion and heart rate. Trabeculated rv anatomy with a prominent moderator band was noted, which may have contributed to nose cone entrapment and wire vector changes. Post-event imaging confirmed a large pericardial effusion and suspected rv collapse. Shortly after this stage, tamponade was noted, and the patient was converted to surgery. Surgical inspection revealed a approximately 2 cm laceration in the rv apex, which was actively bleeding into the pericardial space. The laceration was patched, and bleeding was controlled. The evoque valve was observed to be in a stable and secure position with no evidence of device malfunction. The operating surgeon noted that the myocardial tissue appeared "sick and fragile", which likely exacerbated the severity of the perforation and complicated repair efforts. Despite successful hemostasis, the patient later developed kidney insufficiency, and care was withdrawn per family decision. No device malfunction was identified. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, there were no preventative or corrective actions required. The delivery system and guidewire functioned as intended, and the injury was attributed to the wire interaction during the procedure under challenging imaging and anatomical conditions.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in austria, edwards received notification of an evoque procedure in tricuspid position by right femoral vein where during the procedure, there was a ventricular perforation while finishing the last ventricular expansion. A transesophageal echocardiogram (toe) revealed that a guidewire had been placed posterior to the anterior papillary muscle. It was noted that the wire was being "pushed and pulled" during the procedure. The guidewire's curl appeared to be in the right ventricle apex under fluoroscopy at the moment the perforation occurred. The patient was subsequently converted to surgery. Following the procedure, the patient remained in the hospital due to kidney insufficiency, and the family ultimately decided to stop all medical therapy. Per medical opinion, the myocardial tissue was "sick and fragile" at the time of the incident, as observed when the chest was opened to control the bleeding.

Manufacturer narrative:
The following sections were updated: b1, b2, b4, g3, g6, h1, h2, h6 and h11. Additional information was provided which stated that the patient died due to renal failure.